Event description:
The customer reported that the insulin pump alarmed button error the day before, but she was able to clear the alarm. The blood glucose reading was 135mg/dl. The caller stated that she was outside in a hot day, but was not sure if it would cause the alarm. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm noted. Insulin pump had minor scratches on display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.(B)(4).